Event description:
A malfunction alarm identified as malf 16 was reported by the customer. The customer¿s blood glucose level was recorded at 160.2 mg/dl, indicating no adverse impact to the customer¿s blood glucose. The customer was instructed by technical support to switch to a manual delivery method for insulin and was guided on how to store the faulty pump before returning it. Technical support arranged for a replacement pump to be sent to the customer and confirmed the shipping details.